Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional clarifying information that the patient collapsed at home 9 months and 27 days post implant of this bioprosthetic mitral valve due to respiratory failure, severe systemic inflammatory response syndrome (sirs) picture, renal failure, multisystem organ failure. The patient went into a coma. It was noted that there was possible vegetation (location unknown). An aortic valve abscess and mitral valve regurgitation was noted. This patient was considered a poor surgical candidate at the time. Subsequently 10 months and 21 days post implant of the bioprosthetic mitral valve the valve was explanted and replaced with another medtronic bioprosthetic mitral valve. No further adverse patient effects were reported. The product was not returned for analysis as it was sent to hospital pathology. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 11 months post implant of this bioprosthetic valve, it was explanted and replaced. No failure mechanism was provided. No other adverse patient effects were reported.